Event description:
Q marker did not deploy after having a biopsy.

Event description:
Q marker did not deploy after having a biopsy

Manufacturer narrative:
The following elements have blank data: [street address: (line 2)] for type of device: marker, radiographic, implantable